Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00590. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure right in the internal cartid artery using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed six coils and three smart coils in the target vessel using the handle. The physician then advanced another smart coil to the target location, however was unable to detach the smart coil using the handle. Therefore, the smart coil and non-penumbra microcatheter were removed. The procedure ended at this point because the existing packing density was sufficient.